Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device is taking too long to power on. There was no report of patient involvement.

Event description:
The customer reported the device is taking too long to power on. The reported issue was clarified, the device sent in for taking to long to power on with a data inserted into the device. There was no report of patient involvement.